Manufacturer narrative:
The investigation determined that lower than expected tsh results were obtained from a single patient sample when tested using vitros immunodiagnostics products tsh reagent lot 7285 in combination with three different vitros xt 7600 integrated systems. The results were considered discordant when compared to a non-vitros quest method. A definitive cause for the lower than expected patient sample results could not be determined. Based on acceptable quality control results, a vitros tsh performance issue is not likely a contributor to the event. Although no precision testing was performed on the vitros xt 7600 system at the time of the events, historical qc results were within expectation and there was no indication that the vitros xt 7600 system malfunctioned. Therefore, an instrument issue is not a likely contributor to the event. Pre-analytical sample processing could not be ruled out as a contributing factor, as it was not possible to determine whether the customer was following the sample collection device manufacture's recommendation for sample centrifugation, consequently, improper pre-analytical sample handling could have contributed to this event. However, since the results were reproducible on three different analyzers on three different test dates, improper sample handling did not likely contribute to the event. It was determined that the patient's sample was stored at 2-8c as per the instructions for use. However, it was not determined if the patient's sample was equilibrated at 15-30c before processing on the instrument, therefore, it is possible that handling of the patient samples contributed to the events, however, this cannot be confirmed. Furthermore, no other thyroid markers were performed on the patient's sample and no further information was provided from the customer, therefore, it is not possible to determine the true thyroid status of the patient. Continual tracking and trending of complaints has not identified any signals that would point to a potential systemic issue with vitros tsh, lot 7285.

Event description:
A customer contacted the ortho clinical diagnostics (ortho) technical solution center (tsc) to report lower than expected tsh results were obtained from a single patient sample when tested using vitros immunodiagnostics products tsh reagent lot 7285 in combination with three different vitros xt 7600 integrated systems. The results were considered discordant when compared to a non-vitros quest method. Patient 1 vitros tsh results of 0. 035, 0.052 miu/l and 0.040 miu/l (hyperthyroid) vs. The expected results of 2.110 uiu/ml (euthyroid). Biased results of the magnitude and direction observed may lead to inappropriate physician action if they were to occur undetected. The lower than expected vitros tsh result of 0.035 miu/l was reported from the laboratory. However, no corrected report was issued, and no treatment was initiated, altered, or stopped based on the reported result. There was no allegation of patient harm as a result of this event. This report corresponds to ortho clinical diagnostics inc (ortho) complaint numbers (B)(4) and reportability assessment 606996.